Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was not determined. The patient stated it got worse when they overdid it. The healthcare provider (hcp) sent the patient to an ortho spine surgeon. It was reported the paddle would be replaced. The issue was not resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). During the call the caller also reviewed that the patient was seeing the message settings not available cannot provide desired therapy settings on the patient remote. The caller had reprogrammed the patients therapy prior to calling and indicated that they were not getting the message any longer. The caller reported that the patient had high impedances on all electrodes on the 0-7 side of the lead with values for electrodes 2 and 7 being >40000ohms. The patient indicated that they talked to other reps about the issue of settings not available in (B)(6) 2023 (already reported). In (B)(6) 2023 the rep attempted adjusting the programming to address the issue but the settings not available message has continued to occur for the patient. Health care provider (hcp) indicated that the patient experiences a burning sensation around the paddle site that started about one year after implant. Technical services (tss) reviewed information with the caller. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller will follow-up with the managing md. Managing md: (B)(6).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was going through approval to have their paddle and battery replaced. The patient had not been scheduled yet.